Event description:
It was reported by the rep that when the device was used during an unknown procedure, it was difficult to fire. Opened another device to complete the case. There was no consequence to patient.